Event description:
It was reported that during the implant procedure, the lead helix was not functioning correctly after it was placed inside the body. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.